Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that a physician was using a the device on the lung. The instrument was stuck on tissue. The staff was told to reverse knife blade, pull firing trigger plastic to plastic, make sure firing trigger fully open and press release on back of instrument. The staff attempted to release twice and were unable. The staff was told to save the instrument and reload for evaluation. Several attempts were made to contact the account to obtain further detail and device status. No response has been received to date.